Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood in/on the helix mechanism (sleeve head). Helix will not retract at this time due to dried blood in sleeve head preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant/explant attempt. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, there was blood in/on the helix mechanism, the tip seal was observed to be out of position and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that undersensing was initially observed on the lead. Later t-wave oversensing was observed and the patient experienced inappropriate shocks. It was decided to revise the lead position. During the procedure, several locations were tried but had unacceptable readings. In addition, the screw was unable to be retracted on the 3rd try and the doctor had to explant the lead entirely. No further patient complications have been reported as a result of this event.